Event description:
It was reported that a malfunction alarm occurred. Customer told cts that they will call back to troubleshoot when they are home and able to charge the pump. Customer called back to troubleshoot. Cts provided pump reset information and assisted caller with resetting the pump. The pump resumed insulin therapy.